Event description:
Tip of electrode broke off inside shoulder joint. Surgeon saw the broken tip with the scope and was unable to retrieve. Surgeon opened the shoulder and was not able to locate the tip. This resulted in a 90 minute extended surgical time. No patient injury reported due to the extended time.